Manufacturer narrative:
Device analysis for lead (B)(4) revealed the body conductor was broken at the anchor site unknown. All eight conductors were broken 27.0 cm from the distal end. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via the company representative (rep) that the therapy stopped and pain symptom returned. Troubleshooting was performed. Impedance measurement was done last month by the doctor and all impedances were greater than 10,000 ohms. The action taken to resolve the issue was the lead was changed. The issue was resolved at the time of this report. The patient was alive with no injury.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.